Event description:
It was reported that removal difficulty was encountered. The severely stenosed target lesion was located in a coronary artery. A 3.50 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, following balloon dilatation, it was noted that the device could not retract smoothly. No patient complications were reported and patient's status was stable.